Event description:
It was reported that the patient had a fall due to black ice (the date was unknown). The patient stated that sensor stimulation coverage on her legs changed after the fall and she experienced leg pain that returned in some areas. Reprogramming, impedance testing, and resetting of the sensor battery was performed. There was an impedance on electrode eight (not in use pre or post fall), but it was unknown if the impedances was there before the fall. The patient's second battery was not impacted by the fall. It was noted it was unknown what the cause of the issue was but there was no alleged product issue. Following reprogramming the issue was resolved. The patient was reprogrammed on (B)(6) after the fall and was doing well and getting good coverage again post-fall. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97713, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).